Manufacturer narrative:
The user submitted medwatch report of this (B)(6) 2018 event indicated that a "laser fiber was plugged into the lumenis moses 120w laser machine. When start was pressed, a small flame traveled down the fiber to the machine where it went out. No pt. Harm". Lumenis investigated the reported event by contacting the user facility directly. A representative of the facility's bio-med had informed that "the fiber was noticed to be cracked before the surgery" prior to connecting the fiber to the laser system & a representative of the gi department had acknowledged that prior to firing the laser fiber, it was noted that "the aiming beam went only halfway down the shaft (of the fiber) and the flame did ignite on its own" lumenis evaluated the system logs from the (B)(6) 2018 event. The logs revealed that on (B)(6) 2018 at 12:43:06 p.m. Lasing of a non-lumenis fiber began, and two seconds later was ceased. This event represents the alleged flame which traveled "down the shaft of the fiber to the machine where it went out". According to the system logs, after this single operation, the user exchanged the fiber (in the treatment screen) to another non-lumenis fiber (same type as prior), and began a new lasing session at 12:45:15. Lasing commenced for twenty one (21) seconds, total energy of 0.446 kj. The system was shutdown normally at 12:54. The system logs of the (B)(6) 2018 event suggest that the second fiber was used with no problems, and the system was subsequently shutdown 10 minutes past lasing. No injury or harm was reported as a result of this event, and as the initial reporter mentioned that "a second fiber was used with no problems", the information suggests that the procedure was completed with little delay and no consequences to the patient. A lumenis service engineer visited the site after the reported event. After inspecting the system's cooling system, power supplies, verifying laser coincidence, verifying energy meter calibrations, and verifying that all self-tests completed with no error codes reported or logged in the database, the system was found to be functioning per manufacturer specifications and was returned to the facility safe & ready for use. Furthermore, the system logs revealed that the system had been used in multiple procedures since the (B)(6) 2018 with no errors appearing thereafter. A review of subject device lumenis p120 labeling ((B)(4)) revealed the following: "warning: when using a fiber optic delivery device, always inspect the fiber optic cable to ensure that it has not been kinked, punctured, fractured, or otherwise damaged. A damaged fiber optic cable may cause accidental laser exposure or injury to the treatment room personnel or patient, and/or fire in the treatment room" "warning:do not use the laser or delivery system if the aiming beam has not been verified. Verifying the aiming beam integrity is extremely important for the safe operation of your laser equipment." "When there is no laser emission or inadequate or no aiming beam the user is instructed to replace the delivery system, and inspect & replace the debris shield if necessary" lumenis is not the manufacturer of the fiber which allegedly had a flame travel down the shaft to the machine "when start was pressed". The facility had reported to lumenis that the fiber manufacturer has already been made aware of this event. Based on the information above, the facility observed the fiber "to be cracked" prior to beginning the surgery, and further noted that "the aiming beam had escaped the middle of the shaft" prior to firing, lumenis concluded that user failure to follow subject device IFU (instructions for use) to be the cause of the event reported. Although there is no evidence that a lumenis product had malfunctioned in this event, and despite the fact that this would not normally be reportable per lumenis decision tree, lumenis is reporting this event in order to respond to the user-submitted medwatch report, and also since a lumenis laser system was a contributory part of the adverse event.

Event description:
On 31-dec-2018 lumenis received a user submitted medwatch report (ref: mw5082318) in which a user facility describes "laser fiber was plugged into the lumenis moses 120w laser machine. When start was pressed, a small flame traveled down the fiber to the machine where it went out. No pt harm".